Event description:
The event involved a plum 150 ml burette set, clave injection site, 2 clave y-sites, sl, 114in where the customer reported that another incident of a buretrol cracking when the nurse attempted to refill it. The event occurred during infusion of tpn (3.5% amino acid, 10% dextrose, 243 mg calcium gluconate 100mg/ml). It was confirmed she didn't apply excessive pressure. Buretrol tubing was unlocked, it was gently squeezed to refill. The buretrol cracked about 3 inches above where it was squeezed. (There was a visible crease in the buretrol that was present prior to when refilled then disconnected the buretrol and replaced all IV tubing setup with new undamaged product. There was a patient involved but no harm.

Manufacturer narrative:
Complaint of cracks can be confirmed based in photos provided by customer. However, based in the crack the probable cause was due to an incorrect use. The device was returned.